Event description:
It was reported that the electrocardiogram showed a loss of capture up to 12 seconds, which could not be provoked manually. The physician could not determine if the problem was with the device or the lead. The device and lead were both explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the distal conductor (not obstructed). The outer insulation exhibited cosmetic environmental stress cracking and depression, and a cosmetic cut. Apparent explant damage was noted. A visual analysis was only performed on the lead.